Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of the patient's atrial fibrillation (af). Additionally, there was low amplitude noted on the lv lead. The health care professional (hcp) tried changing the sensing configuration and increasing the lv sensitivity, but this did not resolve the issue. Boston scientific technical services (ts) had the hcp disable sensing in order to conduct a threshold test. The threshold test identified that the lv lead was not capturing. A chest x-ray was done and it was noted that the lv lead had dislodged from its original placement. Surgical intervention was performed, and the lv lead was explanted and replaced. No additional adverse patient effects were reported.